Manufacturer narrative:
It was reported that when the octaray catheter was removed from the vizigo sheath, a string-like plastic piece similar to a fishing wire was stuck to the octaray catheter and hanging out of the vizigo sheath. Device evaluation details: the carto vizigo sheath device was returned to johnson & johnson medtech (j&j) for evaluation. A visual and borescope inspection of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the tip of the device. A borescope inspection was performed, and scratches and delamination of the polytetrafluoroethylene (ptfe) in the internal sheath wall was observed. It can not be determined if the damage started from the tip or the handle area. A device history record was performed for the finished device batch number, and no internal actions were identified. The internal components issue reported by the customer was confirmed, since delamination of the internal sheath was detected. The potential cause of the ptfe detachment could be related to the procedure while the catheter was removed from the sheath; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: on 15-jan-2026, the date of manufacture date was received. It has been added to field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that when the octaray catheter was removed from the vizigo sheath, a string-like plastic piece similar to a fishing wire was stuck to the octaray catheter and hanging out of the vizigo sheath. The caller stated that the octaray catheter had been used for mapping after ablation. The caller stated that the material seemed to have come from the vizigo sheath. The case had been completed and no devices needed to be replaced. There was no patient consequence.